Event description:
Procedure: bullectomy. According to the reporter: four sulus were used and surgery was completed without problems. However, after six months, when the patient came for a regular checkup, something like a clamp cover was found in the body. The surgeon confirmed that it was shown on all of x-rays taken after surgery. The patient is currently under observation.